Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vasospasm is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during the thrombectomy procedure, catheter induced vasospasm occurred in the cervical portion of the left internal carotid artery. Verapamil was administered intra-arterially to the site and the vasospasm was resolved. The patient did well and was discharged approximately two days later. It was reported that it was not possible to definitively determine which catheter caused the vasospasm. No further information is available.

Manufacturer narrative:
This report is 2 out of 3 reports for this event.

Event description:
It was reported that during the thrombectomy procedure, catheter induced vasospasm occurred in the cervical portion of the left internal carotid artery. Verapamil was administered intra-arterially to the site and the vasospasm was resolved. The patient did well and was discharged approximately two days later. It was reported that it was not possible to definitively determine which catheter caused the vasospasm. No further information is available.